Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field safety engineer (fse) after communicating with the customer over the phone, fse learned that the alarm system over-temperature occurred after the patient used the device for 12 hours, and the medical staff replaced the spare machine for the patient to use, and no patient was harmed. The device was out of warranty, and the hospital equipment department contacted a third-party maintenance company to inspect and replace the air filter element on site. The system high temperature alarm was eliminated and the device resumed normal use. The manufacturer's after-sales service was not notified of this situation.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use on patient that cardiosave intra-aortic balloon pump (iabp) had system over-temperature alarm. No patient was harmed.